Event description:
It has been reported to philips that the allura system did not boot up completely. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced the nehalem host pc and the hard disks, and the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the device starts up, but the icon operations on the data monitor was not working. The fse visited onsite and upon functional testing, the fse found that the main pc was not starting up properly and it was not possible to communicate with other units. The part analysis of defective host-pc was performed, and it confirmed that the bmc chip was defective. To resolve the reported issue, the fse replaced the host-pc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.